Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Testing of the returned battery confirmed the battery was depleted. Communication with the customer indicated they run the battery management by switching out based on readings in the dashboard. In general, they swap out annually for recalibration. However, per surepower single bay charger operator's guide, for all battery packs older than 3 years, zoll recommends manual testing and recalibration every 3 months. The battery was replaced. Analysis of reports of this type has not identified an increase in trend.